Event description:
It was reported that during a follow up, decreased sensing and noise were observed. Fluoroscopy revealed externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.